Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the issue was not resolved with a new battery or a new battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2016 with the following findings: review of the black box data revealed an unexplained power interruption from (B)(6) 2015 to (B)(6) 2016. Consecutive cs054/cs052/cs012 alarms were observed in the alarm history recorded on (B)(6) 2016. Note: cs054/cs052/cs012 alarms cause the display screen to temporarily become blank, which may be interpreted as the pump not having any power; however, audio tone and vibration are still present indicating the pump has power during this time. On examination, the battery compartment and cap were undamaged and able to fit securely to maintain electrical connection. The battery cap measurements were found to be within the required specifications. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. ¿ez-prime¿ steps were performed correctly with no power interruption or any errors, alarms or warnings occurring during the investigation. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. The product was determined to be performing within required specifications. Investigation did not duplicate the alleged ¿intermittent power¿ complaint and the pump was found to be performing as intended without malfunction.